Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) micro volume extension sets with a 0.2 m filter leaked at the "connection to the syringe". The issue resulted in a delay in patient care, contamination of the central line, and loss of medication intended for infusion in the neonatal intensive care unit (nicu). There were no reports of patient injury or medical intervention associated with this event. No additional information is available at this time.